Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that the patient's ins was at 2.57 and they saw eri. Their replacement surgery was scheduled for 16-jan.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of parkinson¿s dual and movement disorders. It was reported the patient checked the ins with the patient programmer (pp) and eri appeared on the screen. The patient stated he had never seen this before and he checked the ins the morning of the call and saw eri. It was noted the device was non-rechargeable. The patient was able to bypass the eri screen during the call and saw his settings of 2.5 under group a. The patient noted he was scheduled for an appointment with the health care professional (hcp) on (B)(6) 2018. There was an allegation/dissatisfaction with ins longevity reported. The patient stated the deep brain stimulation (dbs) only lasted 4 years. The caller was redirected to follow up with the hcp. No complications were reported or anticipated.